Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/02/2019. H3 device evaluation summary: investigation summary ==> it was reported performance suture diameter issue. During the visual inspection of the sample, two used and re-parked needles in winding former could be observed, the swage and attachment area were noted to be as expected and marks were noted on body needles. A needle still has attached a suture piece and the second needle has attached a filament suture to barrel hole. Also, the ends of the sutures were noted detached, present damaged on the surface and an elongation due to the stress applied to the strand, this condition causes changes on the suture diameter. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance suture diameter issue was an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture appeared to have a different suture diameter at end of suture during procedure. Changed to another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.